Event description:
It was reported to medtronic neurosurgery that a patient's strata valve was initially set at 2.0 and then changed to 1.5 on its own. According to the report, the patient was experiencing some adverse effects.

Manufacturer narrative:
The initial report was for a strata 2 valve, regular, c/n: 42866, however the returned valve was identified as a strata 2 valve, small, c/n: 42856. The valve was patent and passed siphon and leak testing; however it did not meet the requirements for reflux testing. The device met all established specifications for pressure-flow and preimplantation testing. A dissection of the valve showed no anomalies. All performance levels could be set with a single attempt, and a level change could not be induced by laboratory personnel without using a magnet. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.